Event description:
It was reported, that the patient was implanted an ankle fix plus ti plt std rt on the right side on (B)(6) 2015. After 2, 5 months the plate broke. The patient underwent a revision surgery due to breakage of the device on (B)(6) 2015.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed and showed that the product combination (plate and screws) was approved by zimmer. The surgical technique does not mention the compatibility with trabecular metal spacers or with any bone fixation system. Review of incoming information event description; post operative breakage of the plate after 2.5 months. After non weight bearing was instructed, suspicion of partial weight bearing (not proved). Pictures, x-rays: x-rays were taken post operative and after the breakage. The review of the x-rays indicates that some screws were inserted not in ideal way. Some screw heads are not completely fixed in the plate. Additionally, can be noticed that trabecular metal has been used to support the bone during surgery. Devices analysis visual examination: the plate is broken in the proximal region. The screws do not show major damages - only normal signs of usage. Functional tests: screws do fit into the plate holes. Compatibility is given. Review of internal documents: inspection plans: the inspection plans do not reveal any abnormality. Surgical technique: it contains detailed descriptions and figures which explain all the surgical steps and all requirements for the correct fixation of the plate. The surgical technique does not mention the compatibility with trabecular metal spacers or with any bone fixation system. Possible causes for the reported event according to dfmea: line 1 : breakage of implant/ non union -> due to inadequate design for intended performance (binding safety, strength stiffness). Line 14 : change in material properties produce fractures -> due to material not stable long-term (age,sterilization). Line 16 : fracture of implant -> due to chemical / galvanic/ crevice corrosion of material due to wrong combinations. Line 29 : over stressing of the implant / breakage of the implant/ damage on the bone -> due to off label use of implants. Line 32 : damage / breakage of the implants, non union -> due to use of non compatibility device due to missing instructions. Comparison to investigation results whether it is possible and justification: not possible: as an adverse trend due to inadequate design would have been detected. Not possible: as the plate not implanted long-term (broke after 2.5 months). Possible: as the compatibility/incompatibility with trabecular metal spacer is not specifically mentioned in the surgical technique. Not possible: as the plate was implanted according to the surgical technique. The compatibility with trabecular metal spacer is not specified in the surgical technique. Possible: as the compatibility/incompatibility with trabecular metal spacer is not specifically mentioned in the surgical technique. On the x-ray dated (B)(6) 2015 it can be noticed that some screw-heads are not completely fixed in the plate. Therefore, it could be that the plate fixation is not 100% guarantee. The plate can move (oscillation). These repetitive movement could lead to an unexpected fatigue breakage. Additionally, trabecular metal was used to support the bone during surgery. According to the r&d department the use of the trabecular metal spacer is another factor which could contribute to plate breakage. However, based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. The DHR review will be performed during investigation. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).